Event description:
On (B)(6) 2010, the company representative was informed that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder malfunctioned. No details about the event were provided to the company representative at that time. On (B)(6) 2010, the company representative reported that the vasoview hemopro tissue welder did not deliver energy once the dc extension cable was connected. The user is experienced. A replacement unit was used to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on june 11, 2010, for investigation. Visual inspection revealed that the tissue welder jaws showed no signs of clinical usage. There was no evidence of blood on the device. Resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device would not activate. Based upon the functional test, the reported complaint "did not deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).